Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not successfully perform cardioversion therapy on a patient, and another defibrillator was used to treat the patient. The involved patient was undergoing an elective cardioversion procedure in the electrophysiology lab (ep) lab. The patient was cardioverted using a second defibrillator. The device was in use on a patient and there was no adverse event to patient or user. This reported has been updated from serious injury to non adverse event as additional information received clarified the procedure was elective and not life-threatening. A physician from this hospital reported that he had observed what he believed to be a "drop in success rates in dc-cardioversions" which he performs in the electrophysiology lab (ep) lab. He requested that the device he is using for cardioversions be evaluated, specifically at the 200j setting. He reported that he usually expects a 90% success rate with single shock and that his current success rate is about 50% with multiple shocks. He reported an example where after two attempts he switched to a different device (brand unknown) to deliver the shock and the patient was cardioverted with one shock. The customer reports that the identified mrx defibrillator has been regularly checked and additionally passes its own self-testing. The hospital medical technician evaluated the involved device and the device passed testing; specifically the output testing at 200j measured 175j consistently which is within specifications published by philips. The mrx instructions for use (IFU), chapter: specifications and safety, describes the delivered energy accuracy as "+/-15%" for energy selections of 15j or greater". Therefore, for the energy selection of 200j, which the physician had asked about, the 175j energy selection tested by the hospital medical technician, would fall within that +/-15% range. Philips contacted the customer to request additional information including the ECG waveforms and event file from this specific reported event and other examples the physician may have for review by philips. Other information requested included the return of the device to the local philips repair bench, the documentation of any testing that had been performed related to this issue and the model/brand of defib analyzer used for the device testing. The philips united kingdom help desk engineer spoke with the medical equipment technician at the hospital who is part of their "medical equipment technician medical equipment management services (mems)." He stated that this device had been used for a specialized reason and not in general use like it would be on a hospital ward. He stated that his department performed all checks as per the IFU and confirmed the energy outputs were within tolerance per philips documentation. The hospital has moved this device to a training area but the technician stated however that this device can be put back on the ward at any point as the device is within tolerance and passed all checks. Note that there are many factors that may influence the delivery of therapy including indication for cardioversion, brand/quality of defibrillator pads, and pad placement. There was no malfunction of the device. The device passed all performance verification testing. The device remains with the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not successfully perform cardioversion therapy on a patient, and another defibrillator was used to treat the patient. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Additional information has been requested.